Manufacturer narrative:
Update to h6: investigation conclusions.

Event description:
According to the customer, on (B)(6) 2024, she was told by the physician to wear the heart monitor for "48 hours" but could only tolerate "41 hours" due to the electrodes "burning" her skin.

Manufacturer narrative:
According to the customer, on (B)(6) 2024, she was told by the physician to wear the heart monitor for "48 hours" but, could only tolerate "41 hours" due to the electrodes "burning" her skin. The customer reported her skin is "red, blistering, and itchy". The customer reported when the skin did not improve after discontinuing the electrodes she went to the "medical clinic" and was prescribed "mupirocin ointment" and "extra strength benadryl ointment". The customer reported with the medication the "itching is getting better" but, her skin is still "red and irritated". It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.